Event description:
It was reported that patient had his artificial urinary sphincter removed due to the device stopped working suddenly. When the physician explanted the device a small test of the cuff quickly identified there was a pin prick sized hole. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted.